Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient an intermittent out of range signal on (B)(6) 2014. At the time of contact, the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. The reported event of intermittent antenna icon was not confirmed. The root cause could not be determined.